Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 24 mg/dl. The customer was treated with juice and glucose tablets. Customer declined to troubleshoot for the low blood glucose but said she will start wearing sensor again.